Event description:
On (B)(6) 2009, pt reported problems with both arrow buttons on the side of her infusion device. Pt states the down button did not work at all and the up button worked intermittently. Pt discovered this issue on (B)(6) 2009, while attempting a meal bolus. The up button pops back up when pressed. The down button comes up slowly after being pressed. Pt reports she delivers about 4-5 boluses per day. Performed testing on both buttons. Neither button responded to the tests. Pt had already switched to the backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.